Event description:
The device was placed in a pt some time in 1994. An abdominal film was taken a few months later after placement had nothing unusual reported. A few weeks ago, the pt fell and hurt the back. During x-rays for this injury, it was noted a filter strut was fractured and in the liver. There were no symptoms referable to the filter.